Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where all users unable to login and unable to authenticate. A technical support specialist (tss) stated that this issue occurred as a result of the domain migration completed on 28 february. The previous managed service provider had made permission changes to the account that was being used for synchronization with active directory (ad). The information technology (it) team then created a new account and assigned the correct permissions using the aduc gui, which allowed ad synchronization to reconnect to the domain controller and pull the user accounts again. During troubleshooting, a connection test was performed using another trusted domain; the connection was successful, but that domain did not contain the pyxis user group. As a result, all domain user accounts were temporarily removed from the device. Once the connection to the correct domain (domain-01) was restored, the user accounts repopulated automatically, and users were able to log in successfully. The tss noted that the previous managed service provider had made permission changes to the account used for synchronizing with ad. The system engineers resolved the issue, and the customer confirmed that the problem has been resolved. The system functioned as intended after the system engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all users were unable to login to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.